Event description:
Information from protect IV study: a patient of unknown age and gender received hemodynamic support from an impella cp smartassist heart pump during high-risk percutaneous coronary intervention (hrpci). Access for the coronary intervention was via the femoral access for the impella heart pump (single access technique). Coronary intervention was successfully performed and the impella cp was removed. Access site infection was reported to occur 15 days after impella heart pump removal. The infection was not considered serious and was treated with a sterile wound dressing.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿